Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare provider reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, yellow particles in the shell, and a linear opening on anterior. Leak test and microscopic analysis was performed, which identified a crease sharp opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease sharp opening on anterior assessed, as fold flaw opening.

Event description:
Device has been replaced.

Event description:
Device has been explanted.